Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reported that, an 840 ventilator had a loss of communication and reset errors while in use on a patient. The patient was removed from the ventilator and was placed on a second ventilator. The patient was not harmed or injured as a result of the event. The service engineer (se) inspected the device and he was not able to duplicate customer reported event. While testing the device se found some lines in the upper display and the gui printed circuit board (pcb) was replaced in order to correct this issue. A separated event has been generated in order to submit a medwatch to cover the erratic display issue. After all the repairs the unit passed all testing and operated within the manufacturing specifications.